Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged, image is not displayed, heating function is not given properly and dielectric strength is inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the heater flex board of the insertion section is broken and therefore the heating function is not given properly. Charged coupled device is broken and therefore the dielectric strength is inadequate and charged coupled device is broken and therefore the image is not displayed the most probable cause of the fiber bonding in the outer tube area (distal end) is damaged is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope displayed communication endoscopic error b31. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, the image was not displayed, and the dielectric strength was inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely that the customer¿s allegation for communication endoscope error was due to a broken video cable. Regarding the investigation findings, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.